Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failures were not confirmed. A root cause could not be identified. Based on the results of the investigation for the event of intermittent error code b30 (scope communication error), a probable cause was not identified. Also, based on the results of the investigation for the event of air tubing discoloration, it is likely the following led to the malfunction: clogging. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the subject device had the error code b30 occurred. There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.